Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.